Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred prior to a procedure. The fully charged powered stapling handle was removed from the charger. The customer checked that the powered stapling handle was powered on normally, then inserted the handle into the clam shell and connected the adapter. However, a few minutes later, the powered stapling handle powered off. The staff pushed the buttons however the device did not react at all. The staff re-charged the powered stapling handle and re-set the device in the same way and the same event occurred. The device was replaced by a manual stapling handle and the procedure was completed with no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for this failure was discrepancies between the reported relative state of charge reported by bq chip and actual state of charge as calculated from the battery voltage. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.